Event description:
It was reported that intraocular lens (iol) was fully inserted into the patient's left eye when capsule ruptured, due to increased intraocular pressure (iop). Incision was not enlarged however, vitrectomy was performed. Lens was removed in the same procedure but a second lens was not placed. It was noted that this (lens placement) will be done at a later date. Additionally, it was reported by the physician that patient is fine, and a second lens placement will occur in a couple of months. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and visually inspected under a microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens, whereby the condition is consistent with a lens that was inserted and removed from the patient's eye. No product damage and/or defects were observed in the lens returned. The manufacturing record review was performed and showed that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. A review of the raw material / manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. Based on the manufacturing record review the documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.